Event description:
Pt. Was undergoing in-office phlebectomy ultrasound guided sclerotherapy, and during the procedure, the surgeon noted part of the phlebectomy hook was missing. The procedure was stopped. X-rays after revealed a retained foreign object. Refer to additional documents in i2k.